Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The technical service representative (tsr) advised the patient that they would need to start over with new supplies, and assisted the patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.